Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) identified non conforming reports (ncrs) for scratches and unacceptable marks on neck flat resulting in rework; inspection steps; guage control sheets left blank. No product was rejected as a result of ncrs. Review of complaint history for same or similar issue identified one complaint for part (item) number and no complaints were identified for lot number. No additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated IFU surgical risks indicate "the patient is to be made aware in advance of surgery and warned of general surgical risks, possible adverse effects as listed, and to follow the instructions of the treating physician, including follow-up visits." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10465/10466. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported in the clinical study's operative record that the patient experienced opioid intoxication related to spinal anesthesia during a right total hip arthroplasty procedure that occurred on (B)(6) 2014. There was no mention of medical intervention required or provided for this event. No further information was provided and patient's outcome is unknown.